Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door not fully latched messages, caused by loose link screws. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed close door messages. Any pt involvement, injury or med intervention is unk.